Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had an unresponsive keypad on the insulin pump. Customer's blood glucose was 80 mg/dl at the time of the incident. Customer was washing dishes earlier and was unsure if the pump got wet. Customer removed the battery and replaced it. Customer received a weak battery alarm. Customer cannot clear the alarm because the buttons are completely unresponsive. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces also; found the motor has traces of moisture. Unable to verify weak battery alarms or verify sensor feature due to unresponsive buttons. The insulin pump has cracked case at the display window corners, cracked display window and minor scratched lcd window. The insulin pump also has partially broken reservoir tube lip and belt clip slot.